Event description:
The customer reported to customer service that she is having an allergic reaction to the breast shields that she is using with her pump in style breast pump. She stated that she has a red ring around her breast where the breast shields come into contact with her skin. She also stated that she is being treated for a yeast infection and confirmed with a lactation consultant that she is using the correct size breast shield.

Manufacturer narrative:
On (B)(6) 2015 a medela clinician attempted to contact the customer via e-mail. The customer responded on (B)(6) 2015 stating that she is being treated for yeast by taking diflucan for the past 2 weeks and that the red ring is getting better. On (B)(6) 2015 the medela clinician informed the customer that yeast can cause reddened skin and that all purpose nipple ointment can be prescribed by her physician. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with yeast infection/thrush potentially from using the device/breast shields for the pump in style device is currently being addressed under investigation (B)(4).